Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited a false elective replacement indicator (eri) trip after cardioversion was performed. The device firmware was successfully downloaded, clearing the alert and restoring normal device function.